Manufacturer narrative:
Device used for treatment, not for diagnosis. Date of event: frank, m.a., et al. (2011) forward progression of the helical blade into the pelvis after repair with the trochanter fixation nail (tfn). Journal of orthopedic trauma 25(10):e100-e103. This report is for an unknown trochanter fixation nail (unknown quantity/unknown lot). UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: frank, m.a., et al. (2011) forward progression of the helical blade into the pelvis after repair with the trochanter fixation nail (tfn). Journal of orthopedic trauma 25(10):e100-e103. The country of origin is the united states. A case study was completed on an (B)(6) woman who sustained a fall from standing onto her right hip. Radiographs showed an unstable intertrochanteric fracture of the right hip. The patient was implanted with a long trochanteric fixation nail (tfn). The surgery was completed successfully and the patient tolerated the well. The patient was transferred to a sub acute rehabilitation on the third postoperative day and was full weight bearing. On the third week of rehabilitation the patient reported acute pain in the right hip. The patient denied any falls or trauma to the right side. Radiographs confirmed sliding compression of the fracture and medial migration of the helical blade through the femoral head and acetabulum. Patient was transferred to the hospital where additional radiographs and a computed tomography (CT) were performed. The tip of the helical blade was in close proximity to the right iliac arteries and a pseudo aneurysm was also identified. Patient was revised to a total hip athroplasty with a trochanteric claw plate secured with three cerclage wires. This report is 1 of 1 for (B)(4). This report is for an unknown trochanteric fixation nail (tfn) and refers to the serious injury / reportable malfunction of one unknown patient who experienced pain, revision and medial migration of the helical blade through the femoral head and acetabulum.